Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device, an infrarenal aortic extension, and five ovation limb extensions on (B)(6) 2016. After implanting the limb extensions on the left side it was discovered there was a poor seal between the bifurcated stent and the ovation limb. The physician attempted to balloon the area and it was unsuccessful at sealing the leak. Following the initial procedure the physician still identified a type 3a endoleak between the afx main body and the ovation limb extension on the left side. The physician elected to schedule a secondary procedure to seal the remaining type 3a endoleak. On (B)(6) 2016 the physician elected to implant a non-endologix stent to seal the area between the main body and the ovation limb extension, the leak persisted. An additional bifurcated device and an additional afx limb extension was then implanted to reline the original stents and seal the endoleak. Patient is stable.